Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed and noted the device was received opened in its original packing. The plastic tray was found cracked, discolored and damaged, compromising the sterile integrity of the device. The exterior paper cover was found slightly peeled opened. Further investigation found no signs of wear or foreign material, consistent that the device was not in use. In addition, the OEM has determined that the device tray damage is likely attributed to the following: the device appears to be packaged in the older tray material (verex 5400) that became obsolete on nov. 17, 2016. Mishandling during transport to facility. The instruction manual provides users warning in section 3.0 inspecting for defects caution: ¿the procedure kit components are thoroughly checked and carefully packaged to prevent shipping damage. Verify that no damage has occurred.¿

Event description:
Olympus was informed that during a tubal ligation procedure, while peeling the lid back, the plastic tray containing the device broke compromising the sterility. No pieces fell into the patient. The procedure was completed with a similar device. There was no patient injury reported. Additionally, it was reported that upon initial receipt the device was received with its outer packaging intact.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the original equipment manager (OEM). The OEM also, performed a device history review for the model: 005280-901with lot number: mk993773 and there were no nonconformities noted with the (B)(4) units produced during manufacturing.